Event description:
Customer reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken as the customer declined troubleshooting and callback.